Event description:
During a colonoscopy, the physician used a cook acusnare polypectomy snare. It was initially reported that since the change to the handle of the snare, the snare no longer works smoothly. Outside the patient, the snare feels the same as usual, but in the scope/patient the snare works stiffly. Because the snare is moving stiff, the nurse has less control and can work less accurately. Previously, the nurses could handle the snare with their eyes closed, but since the change they need 2 hands to use the snare. There was no reportable information at this time. Per communication received on 12 apr 2024: it was stated that it required strength to close [the snare]. Subject of report. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Section g: PMA/510(k): k173673. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use contains the following information to assist with proper setup and use of the device: "fully retract and extend the snare to confirm smooth operation of the device." Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.